Event description:
This report summarizes 16 malfunction events in which the device had paint chips missing. - 16 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 16 events were reported for this quarter. Product return status 16 devices were evaluated in the field. Additional information 16 devices were not labeled for single-use. 16 devices were not reprocessed or reused.